Event description:
It was reported that the patient experienced syncope, and presented to the emergency room with her pulse generator in backup vvi. No pacing support was observed. The pulse generator was at elective replacement indicator, and would be replaced.

Manufacturer narrative:
No medwatch form was received.